Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the tip of cutting wire was fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the tip of cutting wire was fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: the returned truetome jag 44 was analyzed, and a visual evaluation noted that the cutting wire had no damages. However, the working length of the device was kinked at the distal section and the guidewire was kinked at the tip. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of cutting wire break was not confirmed. Upon analysis, it was found that the distal section of the working length was kinked. This could have been caused by operational factors, such as manipulating the device through difficult anatomy, the technique used during device manipulation or by the interaction between the device and the scope. Additionally, it was found that the tip of the guidewire was kinked. This could have occurred due to excess manipulation against the unit. It is most likely that as part of the device manipulation during the procedure an excess of force was applied to the device such as during the guidewire insertion through another device or by the interaction with the scope, causing the kinked section on the distal end. Based on all gathered information, the most probable root cause is adverse event related to procedure.